Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo of device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting al quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter: occurred during an open haemorrhoidectomy procedure. The circular stapler was being used for the stapling of the haem cushion excision. The circular stapler cannot deploy the pins properly. Leads to deformations of staples and injury or improper donuts. The space between the cartridge and the anvil was closed and the green bar was visible in the indicator window. The knife blade cut but no staples were fired. The patient did not have pre-operative radiotherapy. The stapler partially fired and there was poor staple formation. There was tissue damage because could not get the full donut. The damage was not considered permanent. After misfiring, had to hand sew the staple line. The switch from stapler to hand sew extended the surgical time by more than one hour. The patient outcome is alive, no injury.